Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, the reported balloon rupture appears to be due to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the heavy lesion calcification causing damage to the outer surface of the balloon resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
On hold for kd 3.16it was reported that this was a procedure to treat a lesion in the superficial femoral artery. The armada balloon catheter was advanced to the lesion, but the balloon ruptured at unknown pressure. An unspecified balloon catheter was used successfully in the procedure. A supera stent was implanted successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.